Manufacturer narrative:
H6: investigation summary : scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). Problem statement: customer reported complaint on a waste leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 14jun2020 to date 14jun2021. Complaint trend: there are 14 reportable complaints related to a waste leakage not contained within the instrument; date range from 14jun2020 to date 14jun2021. Manufacturing device history record (DHR) review: part # 338962, serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a fluid blockage within the waste tank cap/reservoir. The customer initially submitted a complaint regarding several issues they had with their instrument under case # (B)(4). All of the issues were resolved by the fse (field service engineer) in wo-01963305, but separate investigations were started for the individual issues. This investigation will be regarding the waste leakage from the vent port. The fse discovered that the waste leakage was due to fluid inside the waste tank cap/reservoir. The presence of fluid within the waste tank cap and reservoir prevents the waste tank from having proper airflow which is necessary when funneling waste fluid inside the waste tank. The fse removed the waste tank cap and emptied the reservoir, then installed a new vent cover that the customer provided. After the repair, the fse tested the instrument to verify that it was properly directing waste into the waste tank, and continued with the other repairs on the instrument. No parts related to this repair were requested for evaluation as the vent cover is not returnable and was discarded. Although the leakage was of waste which poses the risk of harm to the customer upon skin contact, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not under pressure, and thus did not pose a significantly increased risk of exposure. While the instrument was being used for clinical treatment, the results gathered during the incident were not used in the treatment of a patient and the patient was not harmed in any way. Proper scheduled maintenance and cleaning can help reduce the risk of leakages, and instructions on these procedures including how to empty the waste tanks can be found under ¿maintenance¿ of the bd facscanto ii instructions for use (IFU), #23-20269-00, rev 01/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 01963305, case # (B)(4). Install date: (B)(6) 2011. Defective part number: work order notes: subject / reported: wet cart waste sensor female connection broken, problem description: wet cart waste sensor female connection broken. Work performed: work with (B)(6) (ojt) to troubleshoot and repair problem. Upon initial inspection, I found that the wet cart power plug was dislodged, and the auxillary air switch was turned on. This initially prevented the wetcart from turning on. Turn off auxillary air switch. Secure power plug into wet cart. Verify wet cart powers on. Ok. Open up wetcart and inspect interior. Replace broken waste probe pigtail. Verify proper operation. Found that pneumatics had old style, plastic fittings. Install metal fitting upgrade kit. Discovered that wet cart manifold had a slow fluid seepage problem that caused a buildup of dried bleach solution to crust around base of valve. Replaced manifold. (Paul). Tested instrument and found that it did not pass fluidic startup. Troubleshoot and discovered that mainifold had not been plumbed correctly during replacement. Corrected plumbing and tested. Ok. Discovered that waste tank cap/resevoir had fluid in it and was not allowing the waste tank to "breathe" causing waste fluid to drip out of vent port. Removed waste tank cap, emptied fluid out of resevoir, installed new vent cover (customer provided). Tested. No further problem. Run calibration beads to verify proper optical alignment. Align optics to optimize cvs. Verify pressures. Run cst performance test and 7 color set up. Instrument passes all tests. Return to service. Cause: defective/ broken waste probe pigtail. Leaking wet cart manifold (fluid leaked was facsclean). Blocked venting of waste tank. Solution: replaced waste probe pigtail in wet cart. Replaced wetcart manifold. Empty fluid from waste tank cap. Verify proper operation. Run cst performance test run 7 color setup. All pass. No test equipment used during repair. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s3¿ in sop6078-02 whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no item: 6. Waste. Function: 6.1 contain waste. Potential failure mode: 6.1.1 waste not contained. Potential effect(s) of failure: 6.1.1.1 biohazards. Potential cause(s) / mechanism(s) of failure: 6.1.1.1.2 waste container overflows. Current controls: level sensor. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 9. Occ: 2. Det: 1. Rpn: 18. Mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a blockage in the waste tank cap/reservoir. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a blockage in the waste tank cap/reservoir. During wo-01963305, the fse discovered and resolved several issues with the instrument including fluid inside the waste tank cap/reservoir which blocked waste fluid flow. The fse removed the waste tank cap, emptied the reservoir, and installed a new vent cover that the customer provided. After the repair, the fse tested the waste tank to confirm that it was properly passing waste into the tank, and continued with the repair of the instrument. No one was harmed or injured, and no medical treatment was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Event description:
It was reported while using bd facscanto¿ waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: waste tank cap/reservoir had fluid in it / waste fluid to drip out of vent port . Additionally, on 2021-06-17 the fse provided the following additional information: per work order and chatter from fse, waste fluid was not contained within the instrument, not mixed with bleach, no spray of fluid under pressure.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: waste tank cap/reservoir had fluid in it / waste fluid to drip out of vent port. Additionally, on 2021-06-17 the fse provided the following additional information: per work order and chatter from fse, waste fluid was not contained within the instrument, not mixed with bleach, no spray of fluid under pressure.